Manufacturer narrative:
The qa lab found the returned test strips to read an average of 11 mg/dl high, out of spec. Performance was satisfactory using iqa retention reagent. This complaint was initially missed by customer svc, so it will be submitted past the 30 day window.

Event description:
The contact stated the customer had rec'd some control test results that were high, out of spec. The customer had opened a new carton of test strips and found the cap open on the bottle of strips. No adverse events were alleged. The test strips were returned for eval, as exposure to moisture can cause high test results. Replacement strips were sent to the customer.